Event description:
The customer reported that the device did not cut during the procedure. There was no injury to the patient. The device was returned to covidien and visual inspection found that the clear insulation was damaged and the webbing is protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.